Manufacturer narrative:
Investigation summary: five open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient end cannula was observed on all five samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 5 bd micro-fine¿+ pro pen needles failed to prime during use. The following information was provided by the initial reporter, translated from japanese to english: "upon priming, drug didn't come out; when detaching the pen needle from the pen for checking, the needle npe was found to be bent."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd micro-fine¿+ pro pen needles failed to prime during use. The following information was provided by the initial reporter, translated from japanese to english: "upon priming, drug didn't come out; when detaching the pen needle from the pen for checking, the needle npe was found to be bent."